Event description:
It was reported that a malfunction alarm occurred. Additionally, the battery was hot to the touch despite being in room temperature conditions. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 115 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.